Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was having their stimulator removed. The patient has not used the device in eight months, as it aggravates their sciatica when the battery was turned on and they feel the tingling. The patient will be meeting with a neurosurgeon in the next several weeks to remove the system. No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had an appointment on 2018-(B)(6) to meet with the neurosurgeon to talk about the stimulator removal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the actions taken to resolve the implant aggravating the sciatica were unknown as they had not seen the patient since (B)(6) 2016. It was unknown if the implant was going to be explanted and the patient had a meeting with the healthcare professional on (B)(6) 2018 to discuss removal.